Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a motor with a high current draw. No cosmetic damage was noted.

Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime. Customer stated she is unable to exit the preparing to prime loop. The insulin pump was not bumped or dropped. The drive support cap is normal. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.